Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("experiencing cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("experiencing cramping") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('experiencing cramping') and genital haemorrhage ('excessive and abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, vitamin d deficiency, fibroids, bacterial vaginosis and cervicitis. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("psychological injuries/psychological or psychiatric problems condition: anxiety"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and stress ("stress"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced paraesthesia ("paresthesias of legs tingling needle sensation"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced constipation ("gastrointestinal conditions:chronic constipation"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), rash erythematous ("allergic rash/rashes or skin conditions tiny itchy red dots/itchy red bumps arms and legs"), bladder disorder ("bladder problems") and gastrooesophageal reflux disease ("esophageal reflux disease"). The patient was treated with antiinflammatory agents, non-steroids, bacillus coagulans;doxycycline (doxy 1 l dr forte), escitalopram oxalate (lexapro), fluconazole (diflucan), hydroxyzine, ibuprofen (motrin), metronidazole (metrogel), ospemifene (osphena), phentermine hydrochloride (adipex), ranitidine hydrochloride (zantac) and surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, fatigue, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash erythematous, anxiety, bladder disorder, vaginal discharge, constipation, weight increased, vaginal haemorrhage, urinary tract infection, fungal infection, paraesthesia, gastrooesophageal reflux disease, back pain and stress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, constipation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, menorrhagia, paraesthesia, pelvic pain, rash erythematous, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psych injury, bladder problems, vaginal discharge. 3 to 4 coils visible at the level of the opening of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: full occlusion of both tubes. Ultrasound scan - on (B)(6) 2010: the proximal ends of essure fallopian tube occlude devices are seen at the uterine cornea and in the proximal fallopian tubes. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: new events dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash/skin condition, bladder problems, vaginal discharge, fatigue, gi condition, weight gain were added. On 20-sep-2019: pfs and mr received: patient medical history, concomitant condition, lot number, lab data added and new event vaginal bleeding, paresthesias of legs,chronic constipation, esophageal reflux disease, yeast infection, urinary tract infection, stress were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('experiencing cramping') and genital haemorrhage ('excessive and abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 645014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperlipidemia, vitamin d deficiency, fibroids, bacterial vaginosis and cervicitis. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced anxiety ("psychological injuries/psychological or psychiatric problems condition: anxiety"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and stress ("stress"). In (B)(6)2009, the patient was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In (B)(6)2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced paraesthesia ("paresthesias of legs tingling needle sensation"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced constipation ("gastrointestinal conditions:chronic constipation"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("allergic rash/rashes or skin conditions tiny itchy red dots/itchy red bumps arms and legs"), bladder disorder ("bladder problems") and gastrooesophageal reflux disease ("esophageal reflux disease"). The patient was treated with antiinflammatory agents, non-steroids, bacillus coagulans;doxycycline (doxy 1 l dr forte), escitalopram oxalate (lexapro), fluconazole (diflucan), hydroxyzine, ibuprofen (motrin), metronidazole (metrogel), ospemifene (osphena), phentermine hydrochloride (adipex), ranitidine hydrochloride (zantac) and surgery (vaginal hysterectomy). Essure was removed on (B)(6)2011. At the time of the report, the abdominal pain lower, genital haemorrhage, dyspareunia, fatigue, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, hypersensitivity, dermatitis allergic, anxiety, bladder disorder, vaginal discharge, constipation, weight increased, vaginal haemorrhage, urinary tract infection, fungal infection, paraesthesia, gastrooesophageal reflux disease, back pain and stress outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, genital haemorrhage, hypersensitivity, menorrhagia, paraesthesia, pelvic pain, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, allergy, psych injury, bladder problems, vaginal discharge. 3 to 4 coils visible at the level of the opening of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: full occlusion of both tubes. Ultrasound scan - on (B)(6)2010: the proximal ends of essure fallopian tube occlude devices are seen at the uterine cornea and in the proximal fallopian tubes. Lot number: 645014 manufacturing date: 2009/05 expiration date: 2012/05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.